Event description:
It was reported that alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer decided to stop using the pump and resorted to multiple daily injections (mdi). Troubleshooting for the occlusion issue was declined as the pump was being replaced, and no additional information was obtained.